Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, despite according to the surgeon (treating clinician): the deviation of the spine screws placed was detected by the surgeon with intra-operative CT imaging directly after their placement, and the screw placements where necessary were corrected to an acceptable position at the very same surgery with navigation. The outcome of the surgery was successful as intended, with all spine screw placements acceptable at the end of the surgery. There was no direct (or increased) risk of harm to a critical structure due to the placements' deviations. There was no harm nor negative effect to the patient resulting due to the deviating placements, also not due to surgery/anesthesia prolongation of ca. 30 min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was also not prolonged. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the spine screws placed with the aid of navigation deviating several mm and angulated to the right side, is: a movement of the navigation reference array during the pre-placement intra-operative CT scan with automatic image registration of the current patient anatomy to the navigation, after the scanner's structure detection and before performing the scan, due to inadvertent forces applied to the array and/or respiration of the patient during this time period of the scan. Navigation and imaging data provided for this surgery show a deviation trend of all screws to the right, including the ones in the spine vertebra to which the array was fixated. Additionally, after the registration of the scan to navigation, the navigated pointer showed a display consistent to the deviations prior to the invasive actions, which supports that the reference array must have moved during the registered scan. Relative movement of the reference array and scanner structure after registration to navigation and before end of the scan disrupts the coordinate system established, and causes a deviation between the displayed image scan, on which the navigated instruments are tracked for position visualization, and the actual patient anatomy. This movement cannot be compensated by the navigation software. A to a lesser extent contributing factor (except for the deviations in vertebra t3 the navigation array was fixated to), is: relative movements of the vertebrae instrumented on during the surgery, in relation to the vertebra the navigation reference array was fixated to (t3), due to an insufficiently rigid connection of the anatomy, and the forces applied to the bone during instrumentation. Imaging data provided for this surgery show a movement of the patient's spine between the pre-placement and post-placement scans, demonstrating the not sufficient rigidity of the spine and being prone to movements relative to the array fixation point due to surgical forces, increasing with the distance to the array. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the locations of the actual patient anatomy and the registered pre-placement patient image scan displayed by the navigation during the surgery was not recognized by the user prior to the initial deviating invasive actions, with the appropriate and necessary navigation accuracy verification of the anatomy registration, throughout the surgery, and any time significant force was applied to the bone. Note for the revised right side c6-t3 screws still deviating at their target points, although the surgeon determined their positions were acceptable: imaging data show that the revised screws were inadvertently also guided by the pre-existing spine holes from the initially deviating screw placements (despite of the newly created pilot holes), resulting in again angulated placements. Since for these revised placements - after a new to navigation registered scan - the navigation displayed the screw trajectories correctly as to where in the anatomy the screws are actually placed, the remaining deviation of the revised screw placements is not related to the use of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the cervical and thoracic spine for an extension fusion of vertebrae c6 to t3, with intended placement of 10 spine screws bilateral, was performed with the aid of the brainlab spine & trauma navigation 3.0. After placing the intended screws into the spine, from intra-operative CT imaging, the surgeon determined that the screws deviated from their intended position at their target points angulated by ca. 10° towards the right side. The surgeon decided to remove 5 of the deviating screws - the right side c6-t3 screws - and to re-place them with navigation. A further intra-operative verification CT showed that the re-placed screws still deviated at their target points, although the surgeon determined their positions as acceptable. According to the surgeon (treating clinician): the outcome of the surgery was successful as intended, with all spine screw placements acceptable at the end of the surgery. There was no direct (or increased) risk of harm to a critical structure due to the placements' deviations. There was no harm nor negative effect to the patient resulting due to the deviating placements, also not due to surgery/anesthesia prolongation of ca. 30 min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was also not prolonged.